Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy when they were jogging. It was noted that the device delivered inappropriate therapy due to incorrect programming. Programming changes were made. The patient was stable.